Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient unhappy with distance and near vision. The had a hyperopic outcome and needs toric correction. The iol was exchanged in a secondary procedure. There was no patient harm and patient's issues has been resolved. The surgeon¿s prognosis was excellent.

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. The lens was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided in the file that the monofocal toric company (1.50cyl), 21.0 diopter lens model was replaced with a non-company multifocal toric (+23.0 se 1.50d cyl). An intraocular lens exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Due to the exchange of a monofocal lens to a multifocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).